Event description:
Device is found with battery error and eri detected after patient has received 10 radiation treatments. Device remains implanted.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The data returned for analysis were thoroughly inspected. The inspection revealed that on (B)(6) 2017 the device detected a severe invalid memory content with a subsequent activation of the battery status eri. The root cause for the invalid memory content was not determinable, however, it cannot be excluded that the reported radiation therapy may have contributed to the clinical observation. The user was informed via an alert through the programmer. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The available data revealed that the clinical observation resulted from an invalid memory content. The root cause for the invalid memory content was not determinable. However, it is reasonable to assume that the reported radiation treatment might have caused the clinical observation.